Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer did not provide a bg value. Customer believes their carbohydrate ratio needs to be adjusted. Tandem technical support recommended customer discuss pump settings with their health care professional.